Event description:
It was reported that the customer received some of the intermittent catheter that were eaten at the top in the last 2 orders. Stated that the catheter was ¿split- chewed¿ in the end (lot# jugw0773, lot# jugt1003).

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. The potential root cause could be improper/inadequate maintenance. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required because labeling could not have prevented the reported failure. Correction: d, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was inspected

Event description:
It was reported that the customer received some of the intermittent catheter that were eaten at the top in the last 2 orders. Stated that the catheter was ¿split- chewed¿ in the end (lot# jugw0773, lot# jugt1003).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.